Event description:
Draeger medical systems, inc. Has received information from a customer who has reported that two of our infinity docking stations (ids) units were found to have separated (top cover from the base component). No patient injury was reported.

Manufacturer narrative:
Our evaluation confirmed that the top cover of the devices actually separated from the base as reported. We also found that one of the units was modified (top cover glued to base) by the customer. This is a known supplier issue and we have implemented supplier corrective action and initiated a field correction. The devices identified in this incident fall in the range of the potentially defective devices of the field correction.